Event description:
During insertion of a 18g 10cm proglide midline catheter, the guidewire became stuck. When the button was depressed for retraction of the needle/guidewire, the guidewire split into two sections. A section was partially retracted and the other was noted visible sticking out from the skin at the insertion site. The section of guidewire remaining in the patient was removed and there were no retained sections in the patient. Upon inspection after removal the guidewire was noted to have bends/coils at the end of the catheter tip. Ref f118088pt lot reju2443.